Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. The customer¿s blood glucose was 70 mg/dl at the time of incident and treated with food. Customer reported cracks on the insulin pump screen and casing. Customer also reported that the insulin pump drive support cap was loose. The insulin pump was dropped that could have led to the issues were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with detached end cap and missing segments due to cracked and bleeding lcd glass. Unable verify frozen screen and perform displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments.